Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2016 patient with adolescent idiopathic scoliosis underwent surgery at th10/l3.intra-op, when the surgeon tried to insert a set screw after rotation correction, it was difficult to insert so the surgeon pushed it stronger. When the surgeon took off the ari from the set screw they were found to be cross-threaded and burrs were generated. Burrs were removed. The set screw was inserted with cross thread. No patient complications were reported. The procedure time was delayed over one hour.

Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.